Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details to bard.

Event description:
It was reported that the vascular stent could not be deployed. Another stent was used to the complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned sample it can be confirmed that the stent could not be deployed due to the breakage of a force transmitting component. The condition of the returned device indicates the presence of high release force. Increased friction is considered the reason for increased release force and subsequent deployment failure. Potential factors that could have led or contributed to the reported event were evaluated. Previous investigations of similar complaints were reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. The use of a guide wire smaller than recommended in the IFU may be another contributing factor to the reported event. Reportedly, in this case a 0.014 inch guide wire was used. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. On basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." The IFU recommends the use of a 0.035 inch guide wire.